Manufacturer narrative:
The customer chose to replace the transducer through a third party vendor. Return of the transducer in this case is not anticipated therefore, no failure analysis can be performed.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing artifacts in images. There was no injury associated with this event.